Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump [by program details] for [indication for use]. The patient indicated that at their last two refill appointments, the pump only had 0.8ml of fluid, but did not alarm (low reservoir alarm set at 0.2ml). There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting/actions/interventions were performed. The patient experienced withdrawal symptoms, anxiety, and "duress stress fear of possible death from well known defects in the pump." The issue was considered to be ongoing. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated the last two refills occurred on (B)(6) 2016 (it was around of these dates the residual volume was 0.8ml). The low reservoir alarm dates were unknown, printouts were not available. The pump indication for use was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.